Manufacturer narrative:
The information provided and troubleshooting performed by the customer was reviewed. The customer repeated the sample on the same and alternate architect analyzer and obtained 0.8 mg/dl. In addition, the customer did precision studies using quality control material that met the package insert precision claim. The customer also performed 6052 wash cuvette maintenance, qc was within range and the assay is performing within assay insert claims. Ticket searches for lot 55733un18 did not identify any other complaints. Tracking and trending report review for the architect creatinine assay did not identify any trends associated with the complaint issue. Manufacturing documentation for the likely cause lot was reviewed and did not identify any issues. Labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the architect creatinine assay was identified.

Event description:
The customer reported a falsely elevated architect creatinine result. The sample generated an initial result of 14.6 mg/dl and retest on the original and alternate analyzer generated 0.8 mg/dl. No impact to patient management was reported.